Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip caught on chordae (entrapment of device). The patient effect of foreign body in patient was due to the entrapment of device as the clip was deployed on the anterior mitral leaflet (aml) alone with the chordae. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a dilated left atrium, and leaflet flail for a mitraclip procedure. The first clip was an xt that was attempted to implant at medial anterior and posterior leaflets (a1/p1). After crossing the valve the arms clocked approximately 1-2 hours. The arms were gently counter-clocked with no resistance. A grasp attempt was made and it was discovered the posterior arm was entangled with chordae. The device was clocked back to the original position and unable to free from entanglement. After approximately 45min-1 hour, the decision was made to deploy the clip. The operator was able to grasp a1 but was unable to grasp the posterior leaflet. The clip was deployed on the anterior mitral leaflet (aml) alone and remained stable after deployment. A second clip was place medial to the first clip without issue and the mr was reduced to grade 2. Pulmonary veins went from reversed to forward flow. There was no observed damage to the valve. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.